Event description:
Physician was treating a male patient of slender physique, estimated age in his 80's with vascular disease. Physician created initial access and inserted the device over the guidewire. Difficulty was encountered inserting the device while advancing the sheath over the guidewire. The physician bent the device about 90 degrees while attempting to gain access. While the sheath was still protruding approximately 2 cm outside the patient tissue, the device broke and the sheath detached at the juncture with the anchor. The physician manually grasped the portion of the sheath that was extending out of the patient, and pulled it out. There was no patient injury and the case completed successfully using standard arteriotomy to gain vessel access.

Manufacturer narrative:
A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation, arstasis has identified a design improvement, new specification and new test method that are intended to reduce the incidence of sheath detachment. The design change has been submitted to the peripheral vascular devices branch in the office of device evaluation as a special 510 (k) submission. The submission is currently under review.